Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 2.25 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent strut was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.